Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose level was 158 mg/dl. Tandem technical support (cts) checked the pump history and confirmed that basal iq technology appeared to be functioning as intended; however, the customer continued to allege that insulin delivery was not suspended properly properly. Although requested, customer did not upload pump data for analysis.